Event description:
Clinical study. It was reported that 380 days after a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the proximal right internal carotid artery, with 95% stenosis and was 20mm long with a 5 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. Nih stroke scale performed the next day was 1 for level of consciousness questions. Site noted that this was not associated with any adverse event. The patient was discharged the day after the procedure. At 380 days post index procedure, the patient was seen for a 12-month follow-up visit. Stroke scale at this time was 0. The patient had a protocol required 12-month ultrasound, and it was noted that there was a 50% target lesion stenosis (right proximal internal carotid artery). Carotid duplex scan revealed "bilateral internal carotid arteries with visible plaque and with doppler velocities approaching hemodynamic significance suggesting a mild to moderate 40-59% stenosis". Per the core lab ultrasound report of study, the stent was patent. No action was taken and the event is considered not recovered/not resolved.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. As no device was received for analysis, it is not possible to perform any inspections on the device. It was not possible to determine a definitive cause of the reported stent restenosis; however, the most probable root cause is considered anticipated procedural complication.